Manufacturer narrative:
The catheter was patent and passed leak testing. The snap connector was broken; the male luer remained inside the catheter. There was a large amount of proteinaceous debris observed in the interior and the exterior of the device. The instructions for use that accompany the device state that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. Catheters which contact internal body structures can become kinked or blocked at their tips (e.g., investment of a ventricular catheter tip into the choroid plexus or of a distal catheter tip into the greater omentum or loops of the bowel).¿ a review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that there was a break in the device. According to the report, the device had been implanted nine years ago. The report stated that the device was replaced with another device of the same part number.